Event description:
It was reported the patient's ipg incision was opening. The physician revised the incision and noted no noticeable signs of infection. Follow up on (B)(6) 2015, revealed the incision has healed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).